Event description:
It was reported resistance was found between the spring wire guide and catheter during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, guide wire inside distal extension line acute hemodialysis catheter and a guide wire for analysis. Signs of use in the form of biological material was observed on the catheter body. Visual analysis revealed that the guide wire was stuck inside the distal lumen of the catheter. The guide wire appeared to be unraveled towards the proximal end; however, a full visual analysis could not be performed as the guide wire was lodged inside the catheter. The distal extension line was severed in order to free the guide wire from the lumen. The guide wire was removed, and it was observed that the entire core wire and distal weld of the guide wire had separated and was not returned for analysis. Only a small portion of the coil wire and the proximal weld were returned. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. Additionally, the proximal weld was secure to the coil wire. In addition to the intentional damage to the distal extension line, the swg coil wire also became further separated when being removed from the catheter. Further analysis of the separated portion of the guide wire could not be performed as it was not returned for analysis. The catheter body length from the juncture hub to the distal tip measured 217mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 3.99mm which is within the specification limits of 3.96mm-4.06m per the catheter extrusion graphic. Neither the guide wire length nor outer diameter could be accurately measured due to the damage and without the separated portion also returned for analysis. After the unraveled/separated portion of the guide wire was dislodged from the catheter body, a lab inventory guide wire with a diameter of .035" was inserted through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a guide wire damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was stuck within the distal extension line. Once the guide wire was dislodged from the catheter, it was noted that the guide wire was separated and the distal end of the separation was not returned for analysis. The catheter met all relevant dimensional and functional requirements; however, dimensional/functional testing could not be performed on the guide wire without the separated portion also returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, the root cause cannot be determined without the separated guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found between the spring wire guide and catheter during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.